Event description:
On 9/nov/2022, fresenius became aware via medical records this patient was diagnosed with a left-sided inguinal hernia. During follow-up, the patient¿s peritoneal dialysis (pd) registered nurse (rn) reported it is unknown if the patient¿s left-sided inguinal hernia was present prior to beginning pd for renal replacement therapy. Currently the patient continues to undergo continuous cyclic pd (ccpd) and no hernia surgery has been scheduled to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of the activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of an inguinal hernia. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunctioned or failed to meet user expectation/manufacturer specifications. However, the liberty select cycler cannot be excluded from having a possible contributory role in the creation and/or exacerbation of the patient¿s inguinal hernia, as it is unknown when the hernia developed. Hernias are a well-known potential complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 9/nov/2022, fresenius became aware via medical records this patient was diagnosed with a left-sided inguinal hernia. During follow-up, the patient¿s peritoneal dialysis (pd) registered nurse (rn) reported it is unknown if the patient¿s left-sided inguinal hernia was present prior to beginning pd for renal replacement therapy. Currently the patient continues to undergo continuous cyclic pd (ccpd) and no hernia surgery has been scheduled to date.

Event description:
On 9/nov/2022, fresenius became aware via medical records this patient was diagnosed with a left-sided inguinal hernia. During follow-up, the patient¿s peritoneal dialysis (pd) registered nurse (rn) reported it is unknown if the patient¿s left-sided inguinal hernia was present prior to beginning pd for renal replacement therapy. Currently the patient continues to undergo continuous cyclic pd (ccpd) and no hernia surgery has been scheduled to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b3, b6, b7.

Event description:
On 9/nov/2022, fresenius became aware via medical records this patient was diagnosed with a left-sided inguinal hernia. During follow-up, the patient¿s peritoneal dialysis (pd) registered nurse (rn) reported it is unknown if the patient¿s left-sided inguinal hernia was present prior to beginning pd for renal replacement therapy. Currently the patient continues to undergo continuous cyclic pd (ccpd) and no hernia surgery has been scheduled to date.